Event description:
During a routine flu vaccination administration, a mckesson prevent sg 23x1 safety needle was used. Administration completed without an issue, however, once the needle was attempted to be retracted from the patients skin, the provider reported the following "I was able to give the vaccine but when pulling out the needle, it remained in the patients skin sticking from the right thigh. I was able to pull the needle out with my hand with no injury or harm to the patient". FDA safety report ID# (B)(4).